Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/06/2018. Philip's field service engineer (fse) replaced the solenoid 1 assembly and performed an extended self test on the ventilator. The unit passed the extended self test, electrical safety test, and performance verification test.

Event description:
It was reported that during preventive maintenance, the unit failed the extended self test (est) with crossover circuit. There was no patient or user harm reported.